Manufacturer narrative:
(B)(4).

Event description:
It was reported "this was being prepared for insertion into a patient in ICU and was flushed out of the distal lumen of the line. It looks suggestive of an insect to the naked eye." This was found prior to use. There was no patient involvement.

Event description:
It was reported "this was being prepared for insertion into a patient in ICU and was flushed out of the distal lumen of the line. It looks suggestive of an insect to the naked eye." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc set, which included a 4-lumen catheter and a specimen jar, for evaluation. A visual inspection of the catheter revealed no defects or damage. However, visual analysis of the specimen jar identified a small, dark particle. According to the customer, this particle was flushed out of the catheter's distal extension line. While the customer initially believed the particle resembled an insect , microscopic inspection suggested it was likely a piece of brown paper or cardboard. To determine the exact properties of this foreign material, ftir testing was required. The returned sample was sent for ftir testing. Composite analysis of the particle identified compounds within the terlux library, as well as chipboard. The lab results show a match with both terlux and chipboard. Due to the low match quality in the available libraries, a sample of brown corrugated packaging material was sourced from the lab for comparison. The lab results show the comparison between the packaging material and the unknown particle, with a correlation factor of 0.94, indicating a very strong match. The visual appearance and ftir spectra suggest that the unknown material is likely brown corrugated packaging material, commonly known as cardboard. The complaint of a foreign material in the device was confirmed by a complaint investigation of the returned sample. A small, dark particle was found in the specimen jar. The particle, initially suspected to be an insect by the customer, was identified through microscopic inspection as likely being a piece of brown paper or cardboard. Ftir testing revealed a strong correlation (0.94) between the unknown material and brown corrugated packaging material, indicating a very strong match. Based on the sample returned and lab results, it was determined that the packaging caused or contributed to this issue. A non-conformance was initiated for this complaint investigation. Teleflex will continue to monitor and trend on complaints of this nature.